Event description:
Patient underwent successful stenting procedure. The subject stent was implanted, completely covering the aneurysm neck. It was reported that approximately 4 years post procedure, the patient was diagnosed with carotid occlusion. Subsequently, in angiographic follow up stenosis of the proximal end of the device was documented, which regressed on long term follow up to settle around (B)(4) . In long term follow up, the patient complained of intermittent ¿dark vision¿ in the ipsilateral eye. Therefore, plavix was restarted in addition to asa (acetylsalicylic acid). The patient subjectively felt the symptoms were improved. She was maintained on dapt (dual antiplatelet treatment) thereafter. During recent office visit, the patient reported that had changed the medicine dose by herself to take asa and plavix on alternating days, due to inconvenience of bruising side effects, bleeding from cuts etc. It was discussed that the regimen was non-standard. Therefore, it was decided together to pursue plavix monotherapy. The patient had also given up efforts to stop smoking. 2 weeks later, the patient presented with stroke referable to the ipsilateral left hemisphere. Complete occlusion of the carotid was demonstrated, extending from the carotid bulb to the supraclinoid segment. The vessel was reconstituted in the supraclinoid segment by retrograde supply of a small caliber pcomm. With no significant contribution from the contralateral side at the level of acomm, (due to chronic flow diverter related regression of the left a1, which was crossed by the device) the retrograde supply from pcomm was thus the dominant supply to the left hemisphere. The supply proved insufficient over time, which may have been exacerbated by retrograde pcomm flow crossing the flow diverter, which covers the pcomm. Therefore, bypass was performed, stabilizing patientneurologic function. The patient made steady strides thereafter. The subject device flow diverter was possibly related to these series of events, triggered by transition to plavix monotherapy, despite documented appropriate plavix efficacy by platelet assay. In the physician opinion that the patient had history of using aspirin/plavix on alternating days until 1 week prior to symptom onset where patient was only taking plavix; therefore, the stroke was occurred. The patient was discharged from hospital and alive.

Manufacturer narrative:
D4 expiration date - added h4 manufacturing date ¿ added section h6 - patient code: added "patient stroke" the device history record review confirms that the device met all material, assembly and performance specifications. Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device was not available; therefore, a visual inspection as well as a functional evaluation could not be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event.an assignable cause of anticipated procedural complication will be assigned to the reported complaint, as a product related root cause does not apply and the issue is due to a known physiological effect of the procedure and/or patient condition noted with the directions for use, product labeling and/or risk documentation files.

Manufacturer narrative:
The subject device remained inside patient.

Event description:
Patient underwent successful stenting procedure. The subject stent was implanted, completely covering the aneurysm neck. It was reported that approximately 4 years post procedure, the patient was diagnosed with carotid occlusion. Subsequently, in angiographic follow up stenosis of the proximal end of the device was documented, which regressed on long term follow up to settle around 40%. In long term follow up, the patient complained of intermittent ¿dark vision¿ in the ipsilateral eye. Therefore, plavix was restarted in addition to asa (acetylsalicylic acid). The patient subjectively felt the symptoms were improved. She was maintained on dapt (dual antiplatelet treatment) thereafter. During recent office visit, the patient reported that had changed the medicine dose by herself to take asa and plavix on alternating days, due to inconvenience of bruising side effects, bleeding from cuts etc. It was discussed that the regimen was non-standard. Therefore, it was decided together to pursue plavix monotherapy. The patient had also given up efforts to stop smoking. 2 weeks later, the patient presented with stroke referable to the ipsilateral left hemisphere. Complete occlusion of the carotid was demonstrated, extending from the carotid bulb to the supraclinoid segment. The vessel was reconstituted in the supraclinoid segment by retrograde supply of a small caliber pcomm. With no significant contribution from the contralateral side at the level of acomm, (due to chronic flow diverter related regression of the left a1, which was crossed by the device) the retrograde supply from pcomm was thus the dominant supply to the left hemisphere. The supply proved insufficient over time, which may have been exacerbated by retrograde pcomm flow crossing the flow diverter, which covers the pcomm. Therefore, bypass was performed, stabilizing patient neurologic function. The patient made steady strides thereafter. The subject device flow diverter was possibly related to these series of events, triggered by transition to plavix monotherapy, despite documented appropriate plavix efficacy by platelet assay. In the physician opinion that the patient had history of using aspirin/plavix on alternating days until 1 week prior to symptom onset where patient was only taking plavix; therefore, the stroke was occurred. The patient was discharged from hospital and alive.